Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Microscopic and tactile inspection of the distal shaft or hypotube found no irregularities or defects. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set and was within specification. A .057¿ tooling qualified mandrel was inserted through the collar with no resistance. Microscopic examination revealed a partial separation of the collar or proximal shaft. Microscopic inspection of the tip found no irregularities or defects. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02jun2016. It was reported that resistance was encountered and shaft kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left anterior descending artery (lad). After pre-dilation, a 145 guidezilla¿ was delivered to the proximal lesion. After, a synergy stent was delivered. Resistance was encountered, however the stent was deployed successfully. When guidezilla¿ was removed from the patient, it was noted that the port part was kinked. The procedure was completed with this device. No patient complications were reported and the patient's condition was good.